Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had damage and also had prime anomaly on the insulin pump. It was reported that the customer had high blood glucose level of 311 mg/dl. It was reported that the insulin pump was "squirting" insulin. It was also reported that they had crack and piece missing around reservoir opening. It was also reported that they had damage on the reservoir compartment and was able to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.